Event description:
Complaint received from clinician that alleges "pt received 3rd degree burns". Questionnaire was received from clinician and/or pt. Pt received 2nd degree burn under one pad and a 3rd degree burn under one pad. Pt was seen by his doctor and a burn specialist for diagnosis and treatment, no description of treatment revealed to MFR. Device not returned to MFR for evaluation.